Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the implant procedure, the device was not able to be interrogated. Another device was used for the procedure. There was no patient involvement in this event.